Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in spain as follows: this report is being filed after the review of the following journal article: alcaraz jg,et al. (2023), ipsilateral proximal and shaft femoral fractures: results of two treatment strategies, revista española de cirugía ortopédica y traumatología xxx (xxxx) xxx---xxx, https://doi.org/10.1016/j.recot.2023.03.007 (spain) the study's main objective was to describe the results and identify differences in outcomes and complications between patients treated with single or combined implants in ipsilateral proximal and shaft femoral fractures. 28 patients who suffered ipsilateral proximal femur fracture and femoral shaft fractures with an average age of 43 years were included in the study. There were19 males and 9 females. All patients suffered high-energy accidents. Many different implants were used for fixation of the fractures. Group I included 17 patients who underwent surgery with anterograde femoral nail: 14 unknown synthes long proximal femoral nail or unknown synthes long proximal femoral nail antirotation and 3 competitor¿s nails (manufacturer: smith & nephew). Group ii included 11 patients, 9 of them underwent surgery with a competitors retrograde femoral nail (manufacturer: smith & nephew) for the femoral shaft fractures combined with other devices for the proximal femur fracture: 2 patients with unknown synthes 7.3 mm cannulated screws and 7 with a competitor¿s proximal femoral plate (manufacturer: smith & nephew), 2 unknown synthes dynamic hip screw and 1 unknown synthes locking compression plate proximal femoral hook plate, combined in 5 of the 7 cases with an additional cancellous screw. 2 patients of group ii were treated with a proximal device (1 with unknown synthes 7.3 mm cannulated screw and the other with unknown synthes long proximal femoral nail antirotation) and a plate for the shaft (1 with an unknown synthes long dynamic hip screw, and the other with an unknown synthes locking compression plate). Most patients have been followed-up with medical examination at 1, 3, 6 and 12 months, as well as annually since then to rule out any complication. Patients were followed up for 26.28 (range 9.12-62.88) months. Complications were reported as follows: patient 1, a 29-year-old male had avascular necrosis and osteoarthritis and was revised to total hip replacement. Patient 2, a 60-year-old male had infection and osteoarthritis and was revised to 2 stages of total hip replacement. Patient 3, a 40-year-old male had an avascular necrosis and osteoarthritis. Patient 5, a 50-year-old female had an osteoarthritis and was revised to total hip replacement. Patient 6, a 27-year-old male had avascular necrosis and osteoarthritis and was revised to total hip replacement. Patient 7, a 39-year-old male had a shaft nonunion and was revised to new nail. Patient 8, a 58-year-old male had a shaft nonunion and was revised to new nail. This report is for the unknown synthes long proximal femoral nail, unknown synthes long proximal femoral nail antirotation, unknown synthes dynamic hip screw, unknown synthes 7.3 mm cannulated screws, and unknown synthes locking compression plate. This is report 2 of 9 for complaint (B)(4). A copy of the clinical evaluation form is being submitted with this regulatory report.